Manufacturer narrative:
H.6. Investigation: no samples were returned for investigation in which the customer has reported experiencing occlusion when trying to administer medication through the smartsite. No further details were available to assist the investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the production records for lot 1017152 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. In this instance, a definitive root cause of the customer's experience could not be determined. See h.10

Event description:
It was reported that 7-day ll vlv adpt(stand alone) had flow issues. The following information was provided by the initial reporter: the medication / serum does not flow through the device when it is connected to the equipment and to the venous access.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 7-day ll vlv adpt(stand alone) had flow issues. The following information was provided by the initial reporter: the medication / serum does not flow through the device when it is connected to the equipment and to the venous access.